Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology and noise. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some programming options with the clinic. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing via a change in the intrinsic morphology and noise. The physician elected to explant and replace the system with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology and noise. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some programming options with the clinic. There were no additional adverse patient effects. The system remains implanted.